Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that the product would not pump during a procedure. The cassette was changed and procedure completed with no patient harm. This is the second of two events from this facility.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot and the second reported for this issue. Review of the device history record indicates the order was built to specification. A used fluid management system was returned and was visually inspected. The sample was recognized by the console, was able to be primed, tuned successfully and the service data could be retrieved. Maximum vacuum levels were reached during functional testing. No leakage or occlusions were observed and the irrigation and aspiration flow rates were within specification. The sample functioned within specifications. The root cause of the customer's complaint could not be established as the returned sample met specifications. After an investigation of this complaint, it has been determined that no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).